Event description:
The dual trigger rotary was sent for service and it ran on it's own without user activation during performance testing at the manufacturer site. No adverse event was associated with the device.

Manufacturer narrative:
It was also noted during performance testing that the decorate nut is chipped. The device will be repaired and returned to the customer.